Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported spark and smoke coming from power cord connection. On an unspecified date and time, the device was programmed to deliver unspecified IV fluids and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse entered the room to clear a low battery alarm. At that time, the nurse plugged the device into the ac outlet. While the nurse was still in the room, the nurse noted that there was a spark and smoke coming from the back of the device. At that time, the nurse unplugged the device from the ac outlet. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse effects to the pt or the nurse and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.